Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical service and were hospitalized for low blood glucose on (B)(6) 2020 with blood glucose level was lower than 25 mg/dl. Customer was treated with glucose paste. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not hospitalized only received emergency medical service for low blood glucose level.